Event description:
It was reported that this electrode had migrated which created a bulge in the patient's chest one day after implant. During implant procedure, the sheath had buckled making the electrode form in a s-shape, which was confirmed by x-ray. It was noted that this caused the patient discomfort. The electrode was repositioned during a revision procedure. No additional adverse patient effects were reported. Currently, this electrode remains in service.